Manufacturer narrative:
This event has been recorded by zimmer biomet (B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number 07121 as documented in the repair reports. Initial qa inspection of the skin graft mesher on (B)(6) 2018 revealed that the calibration and test mesh could not be taken due to the damaged comb. There was no other visible damaged noted. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the comb was bent. The root cause of the mesher being bent cannot be specifically determined with the provided information since it is unknown how the comb became bent. The issue was resolved with the replaced comb. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the zimmer skin graft mesher was bent. No adverse events were reported as a result of this malfunction. Investigation results revealed that the comb was bent.